Event description:
The contralateral pull wire became caught on the hooks of the superior attachment system upon jacket retraction. Resolved with a guide catheter. High jacket retraction force. Unable to advance contra wire.